Event description:
The service report shows the customer reported that the 840 ventilator has intermittent power failure. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced.